Manufacturer narrative:
The anspach drill used in treatment was returned for evaluation. A relationship between the reported event and the device was confirmed. The reported problem was visually confirmed. A bearing inside the long attachment came loose. A functional evaluation was performed. The reported problem was confirmed. A bur was inserted and removed into the long attachment, and was met with resistance during insertion and removal. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is component failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a navio assisted tka procedure, it was found that the long attachment failed to accept the burr (it was not passing smoothly). The procedure was successfully completed with a delay of fewer than 30 minutes using a back-up device. No patient injury or other complications were reported. The investigation found that there was a bearing loose inside of the shaft of the long attachment.